Manufacturer narrative:
User error: during operator training, the summit pipetter generated an error message indicating a problem with the pipetting system. The customer/operator elected to continue plate processing through the error message (error 137) ignoring supplemental labeling instructions (re: customer letter 04-usdscl-011, dated may 13, 2004) and continued plate processing. According to the supplemental labeling instructions for the error, the plate processing should be aborted after an error 137 to prevent the summit pipetter from pipetting and dispensing double sample/reagent. The summit does not generate an error message for the double pipet and dispense.